Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024 the patient¿s cgm was reading low mg/dl. The patient had no bg meter at home to test a comparison value. The patient was not experiencing any symptoms. The patient called emergency medical service (ems) to have her bg meter reading tested. Once ems arrived, the patient¿s bg meter reading was ¿around 300 mg/dl¿. The patient was transported to the ER. The patient can no longer recall what medications/treatment she was provided in the ER. The patient was discharged home after spending ¿half a day¿ in the ER. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.